Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the lead fractured during removal and only one radiopaque marker was left behind and it is within the foramen. There are no electrodes or wiring left. No symptoms reported. No further complications were reported/anticipated at this time.